Manufacturer narrative:
H6: investigation summary: a complaint of kinked tubing was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing and drip chamber had kinked. A device history record review could not be performed on model 10014881 because a lot number was not provided by the customer. The root cause for this failure is an error during the manufacturing process. When a set is coiled and packaged prior to the added solvent drying, it creates a kink. H3 other text : see h10.

Event description:
It was reported that the sec 20dp w/ss dc low sorb tubing kinked when hung for chemotherapy administration. The following information was provided by the initial reporter: "the nurse reports that the secondary tubing was prepared by pharmacy with attached chemotherapy medication, when hung for administration by nurse-reports tubing kinked".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec 20dp w/ss dc low sorb tubing kinked when hung for chemotherapy administration. The following information was provided by the initial reporter: "the nurse reports that the secondary tubing was prepared by pharmacy with attached chemotherapy medication, when hung for administration by nurse-reports tubing kinked"